Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit possibly had blood back in unit. The balloon pump (8 fr 50 cc) was pierced and blood then infiltrated the tubing of the balloon pump. The patient was disconnected by the cardiologist at 4 am morning and the balloon pump has been sequestered. There was no patient hard or injury reported. Balloon complaint # (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) inspected the unit and was unable to confirm reported issue. No blood contamination was found in the unit. The fse stated that blood must've never made it to the iabp. The fse then performed all functional tests and validated calibration. The unit was returned to the customer.